Event description:
It was reported that during a davinci assisted surgical procedure, errors were occurring on one of the consoles. The system event logs confirmed errors related to the console 2 ergo motor control. The clinical sales representative (csr) powered the system off and disconnected console 2, allowing the customer to continue the procedure. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the mceb and armrest motor to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The mceb was returned for failure analysis, and the ergonomic error 23062 was confirmed but not replicated. A review of lighthouse logs revealed error 23062, confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. During bench testing, dv commander was utilized to verify the proper function of both the hss and the armrest motor/brakes; no anomalies were observed. A digital multimeter (dmm) was then used to measure voltages throughout the armrest motor and brake circuits. All measured values met specifications, and no issues were detected. The mceb was installed in a reference (golden) system and demonstrated expected performance. Ten consecutive power cycles were performed, with all ergonomic functions physically verified for proper operation after each cycle. The mceb subsequently idled in the golden system for 15 hours without incident. Based on these results, failure analysis determined that no root cause could be attributed to the reported events. This armrest motor module unit was returned for failure analysis, and it was reported that the system experienced error 23062. The issue was replicated on-site. System logs were checked and confirmed that error 23062 had occurred. Troubleshooting revealed that error 23062 relates to the mceb board and the armrest motor module. Both components were replaced to address the reported issue. A visual inspection revealed no problems related to the issue. The lighthouse/aperture was checked, and error 23062 was confirmed to have occurred. The armrest motor module was installed on an internal eft system, and calibration was successfully completed. The system was power cycled several times, and the armrest motor module functioned as designed, with no errors. The reported issue could not be replicated during system testing. The potential root cause may be the mceb board.

Event description:
Refer to h11 for follow-up information.